Event description:
Event description cpi received information that this endocardial lead was capped due to an insulation breakdown in the pocket. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was removed and replaced with an endotak lead.